Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). It is alleged that the patient had revision surgery on (B)(6) 2004. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix mesh. Per op notes, ¿a small composix mesh was placed underside of the fascia using prolene sutures.¿ (B)(6) 2004 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent repair with resection of small bowel and removal of mesh. Per op notes, ¿there were multiple adhesions of the small bowel, all adhesions were taken down. Small bowel was resected. A synthetic mesh was placed.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). It is alleged that the patient had revision surgery on (B)(6) 2004. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.